Manufacturer narrative:
It is reported that the orbit coil did not detach during the procedure. During prep, it was noted that the syringe and coil delivery system were not damaged. The dcs syringe was utilized to prep the device, and the syringe was not damaged. During prep, a dedicated saline source was utilized to fill and prep the syringe and the blue zone was not exceeded on the syringe. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringe or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong with the connection. The syringe was used with 4-5 other coils, and it was utilized to complete the procedure as it was not damaged. Other than the reported event, no other damages were noticed on the syringe, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). The procedure was completed with a different coil. There was no reported patient injury. A non-sterile trufill orbit dcs was received inside of a plastic bag. The hypotube was inspected and several bends and a kink were found. The support coil and introducer were not damaged. The embolic coil was still attached to the gripper and was found stretched and kinked. The gripper presented no damages. The embolic coil and the gripper were inspected under microscope and no damages were observed over the gripper while the embolic coil was found kinked and stretched. The embolic coil was detached at green zone using a lab sample syringe. No problems were observed during the detachment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15040315 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer as "failure to detach" was not confirmed, the cause of the kinks in the hypotube and the rest of the damages found on the unit could not be conclusively determined, however, this does not appear to be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
It is reported that the orbit mini complex fill 2x2 (637mf0202/ 15040315) did not detach during the procedure. Additionally it was reported that prior to connecting and during prep, the syringe or coil delivery system were not damaged. The dcs syringe was utilized to prep the device, and the syringe was not damaged. During prep, the blue zone was not exceeded on the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringe (connector, extension tubing, barrel, gauge, etc) or delivery system. The connector was checked for proper seating/fitting on the delivery system hub, and nothing was wrong with the connection. The syringe was utilized with 4-5 other coils, and it was utilized to complete the procedure since it was not damaged. Other than the reported event, no other damages were noticed on the syringe, coil delivery system, or coil (unraveled, stretched, detached, kink, bend, etc). The procedure was completed with a different coil.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.